Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a minicap transfer set was received with a separated pull ring. This was reported before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photo noted a loose cap inside an unopened pouch. The reported issue was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.